Manufacturer narrative:
Device received with a blank display anomaly due to battery tube power connector not fully connected into electrical board. Unable to perform functional test including self test, sleep current measurement, active current measurement and displacement test or verify frozen screen anomaly due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and frozen screen. The customer's blood glucose value was 176 mg/dl. Customer received an insert battery alert and changed the battery twice however the insulin pump was not doing anything and it was frozen. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated that display did not return after insulin pump restart. Customer was advised the insulin pump will need to be replaced and was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.